Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an ischemic stroke and was hospitalized. The pt was on coumadin therapy prior to the event. A neuro consult and CT scan revealed hypodensity within left basal ganglion likely representing a remote lacunar infarct. Pt experienced slurred speech, rightsided facial droop, vision changes, and dizziness. No surgical or drug intervention. Hemolysis was seen. No increase in pump power. Aspirin was added to the coumadin regimen.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.